Event description:
New information notes that the lead had been explanted.

Event description:
New information notes that the patient was stable pre/post explant procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic with episodes of atrial tachychardia (at)/ atrial fibrillation (af) exhibiting possible noise on the atrial lead. Isometrics and lead revision were recommended but not done as of yet. No patient symptoms reported.